Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The cause was identified to be a calibration issue. The tinsp. & texp. Were calibrated to resolve this issue.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not getting correct output. The issue was found during use but they took it off and did not use it on the patient. No additional details available at this time.